Event description:
Item broke at the junction and was left in the femur. It was stuck inside the femur and was difficult to remove. A delay of 1 hour occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.